Event description:
(B)(4) study. Same case as MDR ID#: 2134265-2013-08023, 2134265-2013-08026. It was reported that following a coronary artery stenting treatment procedure, the patient was admitted for angiographic control. In oct 2011, the patient presented due to dyspnea (nyha stage ii) and stable angina. The patient was referred for cardiac catheterization. The 1st de novo target lesion was located in the mid left anterior descending artery (mid lad) with 90% stenosis and was 6mm long with a reference vessel diameter of 2.5mm. The target lesion was treated with direct placement of a 2.50x8mm taxus element stent with 0% residual stenosis. The 2nd de novo target lesion was located in the distal left anterior descending artery (dist lad) with 90% stenosis and was 14mm long with a reference vessel diameter of 2.25mm. The target lesion was treated with direct placement of two 2.25x8mm taxus element stent with 0% residual stenosis. The patient was discharged on aspirin and clopidogrel. In (B)(6) 2013, the patient was admitted for angiographic control. The patient was discharged and the event was considered not recovered/not resolved. No additional information is available at this time.

Manufacturer narrative:
Date of birth: 1943. Device is a combination product. Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was further reported that in (B)(6) 2013, the patient was admitted due to anginal pain and dyspnea (stage 2). Control angiography was performed. In the opinion of the physician, the event was unrelated to the study devices.